Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Other (B)(4): sample related. A review of the customer's data was performed and it was found that the run with the hemoglobin (hgb) result of 6.7 g/dl had a dispersional data alert (l flag and result was underlined). The customer wrote on the data "1st draw on this pt hgb dropped, this sample was run at main lab, hgb results ok, proximal to our second run on new draw." The second run with hgb = 14.1 g/dl, customer wrote: "draw pt again, reran hgb ok, main lab ran both samples without a drop in hgb." The customer technical advocate (cta) was contacted to clarify the discrepancy between the complaint text and the note on the customer data. The cta contacted the customer again and verified that the first sample was not sent to the reference lab and was not retested on the same instrument. It was run once with the result of hgb = 6.7 g/dl. Therefore, the probable cause is sample related. The celldyn 1800 system operations manual was reviewed and found to adequately address results which fall outside a laboratory action limit. The complaint analysis and trending system was reviewed and no adverse trends were identified related to the customer's issue. Based on the investigation no deficiency / malfunction was identified. This is the final report.

Event description:
The account stated that the celldyn 1800 analyzer generated a hgb result of 6.7 g/dl. The account redrew the patient and tested the new sample and obtained a hgb of 14.1 g/dl. This new sample was also sent to a reference lab which obtained matching results (no data provided). The initial low hgb result of 6.7 g/dl was not reported. There was no impact to patient management.